Event description:
Revision surgery - the patient could not get full extension; surgeon removed femur and resected more distal bone. This was not an implant failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy full extension capacity after 10.8 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The product was dispositioned as rework for marking. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the limited extension was most likely due to the location of the femoral component to the bone. There is no information reported that showed a material, design, or manufacturing problem with the product.